Manufacturer narrative:
Result - no failure of the device circuitry was identified. Eval summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user. The reporter stated that the battery contacts were spread open. Evaluation of the device discovered that the spread battery contacts caused the battery power to the device to be intermittent. Investigation found a mechanically damaged contact on the battery's connector (result code 435). The device is designed so that the battery is replaceable by the user. Magnified examination of the affected area showed that the ground contact was badly misshapen. It cannot be conclusively determined how the contact came to be damaged. A secondary finding by the factory service tech identified a single preamp ext. Reference failure error code entry in the device log. Testing could not duplicate the error, which may have been associated with the intermittent power problem. Cause of the error code in the device log is inconclusive. The battery and its connector were replaced and the device then performed to specifications. The device subsequently passed acceptance testing and was returned to the customer.

Event description:
Customer reported that the battery connector contacts were spread open. Factory service confirmed that the spread contacts caused battery power to be intermittent on this device. It was also reported through factory service findings that the unit had a "preamp ext. Reference fail" error code in the log. No patient involvement.